Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) did not complete startup. The database was corrupted. The system software was reloaded on the mvs and the system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the test engineer received an error message on the system that showed the system had an error that may have damage to the integrity of the system. There was no patient involved.